Manufacturer narrative:
Inspection the product was not returned, but photos of x-rays were provided. The photos show that the shaft of the screw has fractured. The complaint is confirmed. DHR review the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper alignment of the screw during the initial surgery or an unknown patient factor. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the polaris screw placed at right s1 was found to be fractured during a subsequent surgical procedure for unknown reasons. The screw was not addressed during the procedure and remains implanted. There are no plans for treatment at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the polaris screw placed at right s1 was found to be fractured during a subsequent surgical procedure for unknown reasons. The screw was not addressed during the procedure and remains implanted. There are no plans for treatment at this time.